Event description:
It was reported that during a scheduled review of remote home monitoring data, it was noted that this pacemaker exhibited oversensing of noise on the right atrial (ra) and right ventricular (rv) channels resulting in storage of a non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) reviewed the stored episode and noted the noise appeared to be consistent with external noise related to a potential procedure. No subsequent noise was noted. The information was provided to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a scheduled review of remote home monitoring data, it was noted that this pacemaker exhibited oversensing of noise on the right atrial (ra) and right ventricular (rv) channels resulting in storage of a non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) reviewed the stored episode and noted the noise appeared to be consistent with external noise related to a potential procedure. No subsequent noise was noted. The information was provided to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. Additional information was received that during a subsequent scheduled review of remote home monitoring data; it was noted that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in six seconds of pacing inhibition. A ventricular tachycardia (vt) episode was stored as a result. It was unable to be determined if an underlying rhythm was present during review of the stored episode. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.